Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced blank screen background. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received and evaluation was completed. The device received incoming device evaluation assessment (idea). This evaluation included a visual assessment as well as functional testing. The reported issue could not be reproduced during the device evaluation. The device was determined to meet all product specifications related to the reported event. The blank screen was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
Na.